Event description:
The device activated on its own and wouldn't turn off. Device was removed from operating room. I asked the nurse to contact biomed to have them check the device with the machine. The second device was placed on the sterile field, connected to the machine, and utilized without incident until the end of the case.